Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon inspection, the fse determined that the ts was not powered on, and the fse replaced the dcps, and then the ts powered on normally however the flat detector(fd) had no power. Also, the fse determined that the rear panel box¿s 24v2 output was 47v, so the fse replaced the rear panel box. After replacement of the dcps and rear panel box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified an issue with the rear panel. This was replaced and the device was returned to expected functionality. Philips has started an investigation for this complaint.